Manufacturer narrative:
Update on december 10,2024: after the investigation without a product, a final mir report was submitted on december 6.2024 to the mhra. However, two 27056lm instruments were received at the manufacturing site for investigation on december 4,2024. Hence, an additional investigation will be initiated and is currently ongoing. A new final report will be provided, once the investigation is completed. Cross reference MDR: 9610617-2024-00465. The event is filed under internal karl storz complaint ID: 20240015323_201029957

Event description:
It was reported struggled to morcellate large prostate. Surgeon questioning whether the blades were cutting correctly and if suction was not as strong as he felt it should be. Could be issue with single use suction canister/tissue trap set up during use and then running out of single use canisters so having to reuse a canister. Furthermore it was reported that the surgery had to be aborted and finalized a few days later. Cross reference MDR: 9610617-2024-00465.

Manufacturer narrative:
Two morcellator blades were received on 2024-12-04 at the manufacturing site and were therefore available for investigation. The investigation has been completed on 2025-01-10. During the inspection, the following was found: it can be seen that in the distal area at the blade edges material abrasion has taken place. These are traces of wear. Due to the length of the article and lateral forces acting on the shaft, the insert can be pressed against the cutting edge. Another cause may be that the material was not suitable for the application that was attempted. Therefore, user error cannot be ruled out. There is no indication for a material, manufacturing or design related failure. The event is filed under internal karl storz complaint ID: (B)(4).